Manufacturer narrative:
The t:slim x2 pump user guide states: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." Additionally, the t:slim x2 user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was aware the pump was low on insulin and the customer received an anticipated out of insulin alarm. Additionally, it was reported that the pump shut off as the customer had not charged the device and allowed the battery to fully deplete. The customer charged the device and subsequently, a malfunction alarm occurred. The customer's blood glucose level ranged from 300 to 400's mg/dl. The customer reportedly changed supplies and delivered a bolus.